Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect and clean the pump, remove the cartridge, and inspect the o-ring, which was found damaged, leading to instructions to discard it and use a new cartridge. Although customer attempted to load another new cartridge following the proper technique, the error recurred, prompting technical support to decide on replacing the pump. Goodwill cartridges were sent along with instructions for the customer to use an alternate form of insulin therapy to ensure uninterrupted insulin delivery. Customer was also guided on how to store the pump before returning it to tandem with a prepaid label.